Manufacturer narrative:
The device was explanted, but was not returned. The manufacturing records were reviewed and no nonconformities were found.

Event description:
It was reported to nevro that a patient acquired an infection and experienced a wound healing issue at the ipg site following an implant procedure. The patient was provided with oral antibiotics. The ipg site continued to drain and was bandaged. Follow-up report indicated that the ipg site was reopened and the device was explanted due to a reaction to the sutures. The patient plans to be re-implanted in the future due to receiving good pain relief and there were no reports of further complications.